Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was due to damaged video connector socket pins. However, the specific cause of the damaged video connector socket pins could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned her olympus 4k camera head requesting a ¿full evaluation¿ of the device. During the device evaluation, it was discovered that the unit was not producing an image. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit was not producing an image. There were deep scratches on the metal pins on the video connector as well as some material deformation. If additional information becomes available following the device evaluation, a supplemental report will be filed.